Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for the peritonitis. Treatment details were not reported. Pd therapy remained ongoing via continuous ambulatory peritoneal dialysis. At the time of this report, the patient remains hospitalized as the event is ongoing; however, the patient is reportedly recovering. No additional information is available.